Event description:
Device 2 of 3. Reference MFR report: 1627487-2013-02550 and 1627487-2013-02552. It was reported the pt was getting authorization to have her scs system removed. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.